Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered for investigation. Per the attached download data, there is no information to suggest an electrode belt malfunction causing or contributing to the event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. Device download data revealed that the patient received an inappropriate defibrillation on (B)(6) 2018. The patient was in the hospital at the time of the event. The lifevest delivered a treatment at 19:15:25 on (B)(6) 2018 during CPR. The CPR artifact contributed to the false detection, and the pre-shock rhythm was obscured by the CPR and motion artifact. The post-shock rhythm was an idioventricular rhythm (25 bpm). The lifevest electrode belt was disconnected at 19:15:37. The patient was placed on life-support and passed at 10:00 am the following day, without wearing the lifevest. No deficiencies were alleged against the lifevest.